Event description:
It was reported on (B)(6) 2025 a 25-18mm amplatzer pfo occluder was selected for implant using a 9f amplatzer talisman delivery system to treat a patent foramen ovale (pfo). During the procedure st elevations were noted. Bubbling was observed on transesophageal echocardiogram (tee); however, it was unknown whether it was due to irrigation via advancement of the delivery system or air. The procedure was aborted. The st elevations resolved on its own. The patient status was stable.

Manufacturer narrative:
An event of st elevation and air observed under tee was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported st elevation and air could not be conclusively determined. The reported serious injury/illness/impairment was a result of case-specific circumstances as no intervention was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 21 august 2025 a 25-18mm amplatzer pfo occluder was selected for implant using a 9f amplatzer talisman delivery system to treat a patent foramen ovale (pfo). During the procedure st elevations were noted. Bubbling was observed on transesophageal echocardiogram (tee), however it was unknown whether it was due to irrigation via advancement of the delivery system or air. The procedure was aborted. The st elevations resolved on its own. The patient status was stable.